Event description:
We got a replacement to get a free freestyle libre 2 sensor from (B)(6) on (B)(6) 2022. When I try to use it, it told me try again in 10min. I waited then it said to replace freestyle libre 2 sensor. I don't have any more. There are a bad bunch in the market place. I sent what was asked back. Now I can't test my blood sugar since insurance will not pay until next month. I had 4 bad ones in a row. I got a replacement at walgreen but keeps happening to every one I get. I just got a new reader replaced, also from abbott, every time mailed or pick up this happens. FDA safety report ID# (B)(4).